Event description:
Event description guidant received information that this pacemaker patient had a syncopal episode. The patient has dementia and is a poor historian, he is unsure if he fell or got dizzy. Upon interrogation, noise was found on both the atrial and ventricualr leads. The patient was ventricular paced 98-99% of the time. There were no resets, and all of the arrythmias stored in the logbook were atrial tachy episodes, no ventricular tachy episodes. A technical services consultant recommended the field representative talk to the physician and program the sensitivity very low, so the patient will pace and not sense at all. Also, there is uncertainty whether the syncope was even related to the pacemaker.